Manufacturer narrative:
Clinical evaluation performed by medical affairs director: early revision in primary cementless tha due to soft tissue impingement and recurrent dislocation. These problems are likely related to a rather shallow acetabulum that makes cup positioning challenging. No reason to suspect a faulty device. Batch review performed on 01 april 2019: lot 177730: (B)(4) items manufactured and released on 18-apr-2018. Expiration date: 2023-04-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional component involved: liner: mpact 01.32.3244hct flat pe hc liner ø32/e (k103721), lot 186965: (B)(4) items manufactured and released on 09-oct-2018. Expiration date: 2023-09-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient had a primary hip surgery on (B)(6) 2016. On (B)(6) 2019, the patient came in complaining of anterior hip pain caused by the impingement of the cup on soft tissue and the surgeon subsequently revised the cup, liner and head (complaint (B)(4); MDR 2019-00112). Presently, one month after the previous revision surgery, the patient came in complaining of pain caused by a dislocation of the head from the liner. The dislocation only occurs when the patient is at 90 degrees and the surgeon is still investigating what is causing the dislocation to occur. The surgeon revised the head and option sleeve and the surgery was completed successfully. A direct anterior approach was used in the primary surgery.